Manufacturer narrative:
(B)(4). For three events, the investigation did not identify a product problem. The cause of the event could not be determined. For two events, the investigations are ongoing. For one event, the issue was resolved by the service actions. The customer found the tubing on the rinse station was slightly torn and adjusted and reseated the tubing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation (for reagent: no devices were returned). This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>6</noe> malfunction events. Erroneous high results were generated by the cobas 8000 c702 module. The events involved a total of 15 patients with the following: 1 li lithium, 11 crep2 creatinine plus ver.2, 1 bilt3 bilirubin total gen.3 (bilt3), 2 ldhi2 lactate dehydrogenase. The patients' ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There was 1 male and 1 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
From one of the remaining events, the root cause was related to poor instrument maintenance as a partially blocked sample probe was found. After two pipetting and washing sequences, the clog was removed and the issue was resolved. For the other remaining event, a small water droplet was found on the sample probes. After adjusting the sample probes, the issue was resolved.